Event description:
It was reported that on literature review "medium- and long-term effectiveness of hip revision with sl-plus mia stem in patients with paprosky type femoral bone defect", one (1) patient had a dislocation after a revision thr procedure using an sl-plus mia stem. The event was treated with a closed reduction under anesthesia. After 4 weeks in strict bed, the patient gradually carried out weight-bearing activities on crutches. No dislocation occurred during follow-up. No further information is available.